Manufacturer narrative:
Unable to perform displacement test due to pump error 43 occurring during testing. The pump passed the active current test and self-test. Unit failed to pass the sleep current test due to high currents. No blank display noted during testing. Successfully downloaded history files and traces using thump and carelink. Received pump with vibrate setting turned on in settings. Toggled on/off the vibrate feature and it functioned properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 43 was found on (B)(6) 2023 10:38 in history files. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly and motor pins. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, broken belt clip rails, keypad overlay peeling, cracked belt clip rails, keypad overlay texture damage. Unable to perform motor test due to moisture damage on the motor pins. Blank display was not observed during analysis. Blank display not confirmed. Exposed to moisture is confirmed at electronic stack and motor pins. Vibrate anomaly is not confirmed. Pump error 43 is confirmed due to occurring during testing and due to moisture damage to motor pins. Unexpected battery power loss is confirmed due to moisture damage to the electronic stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer went into the pool with pump and the pump also vibrated and beeped. Pump screen went blank. Troubleshooting was performed and customer confirmed that the battery cap or contacts were not damaged or corroded. Issue was not resolved, and customer was advised that the pump will be replaced. No harm requiring medical intervention was reported. The device will be returned for failure analysis.